Event description:
The manufacturer service technician reported that the device top of the drive link was broken off while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.